Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use on a patient the batteries of the cardiosave intra-aortic balloon pump (iabp) failed. The end user reported that the screen displayed approximately three quarters full. There was no patient harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Initially, the customer did not request service in connection with this event as they had no service agreement with getinge. However, a getinge service territory manager (stm) advised that she was at the facility for an unrelated problem in (B)(6) 2019 prior to this event and found that the batteries would not pass the battery run-time test. The stm advised that the batteries be replaced at that time, but customer declined to do so, and this shutdown event subsequently occurred. Subsequently, the customer purchased a service agreement and the getinge stm performed a preventative maintenance (pm) and replaced the batteries per pm schedule. All calibration, functional and safety tests were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the batteries of the cardiosave intra-aortic balloon pump (iabp) failed. The end user reported that the screen displayed approximately three quarters full. There was no patient harm or injury to patient and no adverse event was reported.